Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited high thresholds and was unable to capture at high outputs. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.